Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced high impedance and noise. The ra lead was capped and replaced. In addition, the physician was unable to reset the new atrial lead into the header of the implantable cardioverter defibrillator (ICD) . The physician suspected that the setscrew had been backed out too far and was not engaged in the threads. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.